Manufacturer narrative:
On 8/30/2017: during a follow-up, the customer's clinical diabetes specialist reported speaking with the customer's contact regarding infusion sets, proper site selection and insertion techniques. The contact reported multiple, intermittent additional occlusion alarms. The contact reported the customer's bg level was 120 mg/dl for current occlusion alarm and no impact to the customer's bg level was reported for the past occlusion alarms. Tandem technical support (cts) educated the customer in regards to occlusion alarms. The contact declined troubleshooting with cts to determine a possible cause of the current occlusion. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. One of the occlusion alarms occurred while the pump was charging and not connected to the customer. The customer's blood glucose (bg) levels ranged between not impacted to 300 mg/dl and a correction bolus was delivered to address the elevated bg level. The contact stated the customer's healthcare provider alleged there was an underlying pump issue causing the occlusion alarms. A system check was performed using the current supplies and the pump performed as intended.